Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain episodes after essure placement") in a female patient who received essure. In 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysterectomy). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain episodes after essure placement. She underwent a hysterectomy. This event is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. This case was reported with limited information. Patient´s medical history and concurrent conditions were not mentioned. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis and further information are expected.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-mar-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain episodes after essure placement. She underwent a hysterectomy (fallopian tubes and uterus removed). This event is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. This case was reported with limited information. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.

Manufacturer narrative:
The patient's past medical history included parity 6. In 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("hemorrhagic menstrual periods"), fatigue ("crushing fatigue"), eczema ("eczema"), acne ("acne"), muscle disorder ("muscle problems"), palpitations ("palpitations"), anaemia ("anemia") and apathy ("desire to do nothing"). The patient was treated with surgery (hysterectomy (fallopian tubes and uterus removed) on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, eczema, acne, muscle disorder, palpitations, anaemia and apathy had resolved and the fatigue had not resolved. The reporter considered pelvic pain, menorrhagia, fatigue, eczema, acne, muscle disorder, palpitations, anaemia and apathy to be related to essure. The reporter commented: since this surgical procedure, she has almost no more symptoms, other than some fatigue from time to time. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysteroscopy result was there was nothing. Most recent follow-up information incorporated above includes: on 13-feb-2017: information received from consumer via an online press article: medical history updated; date explanted, and new events were added. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain episodes after essure placement. She underwent a hysterectomy (fallopian tubes and uterus removed). This event is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. This case was reported with limited information. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. Additionally, non-serious events were reported. A product technical analysis is expected. Further information cannot be obtained.